Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number: 0001822565-2025-04426.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number: 0001822565-2025-04426.

Manufacturer narrative:
(B)(4). D10: item # unknown, unknown comprehensive reverse glenosphere, lot # unknown. G2: foreign - event occurred in australia. H6: proposed component code - mechanical (g04) head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent revision approximately 1 day post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.